Manufacturer narrative:
The samples have been received, and in house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 04/03/2009.

Event description:
The surgeon reported that during cataract surgery, a posterior capsule tear occurred. The surgeon stated the posterior capsule tear was not caused by our product. The surgeon then attempted to perform an anterior vitrectomy with a 25 gauge probe, but a system message displayed and the probe would not pass test. The probe was changed 3 times and each probe failed the test. The surgeon converted to a 20 gauge probe and passed testing. The surgeon then switched systems and attempted a different anterior vitrectomy probe, but felt the vacuum was poor. The patient could not endure the prolonged surgery and the case was aborted. The surgery was completed the following day.